Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Patient code e2326 captures the reportable event of inflammation. Patient code e2330 captures the reportable event of pain. Device code a04 captures the reportable event of material integrity problem.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. The patient completed their radiation treatment approximately eight months prior to (B)(6) 2023. The patient was still having significant rectal pain one year after the spaceoar vue placement procedure. Computed tomography (CT), in early (B)(6) 2023, showed a rim-enhancing fluid collection in the spaceoar location. On non-contrast CT, the spaceoar contrast was noted to be gone. The patient was reportedly very symptomatic with tenesmus and pain and needed a suppository for discomfort. Magnetic resonance imaging (MRI) was then performed which showed the rim-enhancing fluid collection as well in the spaceoar location, but it was noted to be much smaller than the spaceoar originally was in november. There was also no evidence noted of rectal wall infiltration. It was noted per radiology that they did not believe this was an abscess, and a colonoscopy was performed which showed no fistula. Due to the potential for infection or an abscess to develop, the patient was prescribed two weeks of antibiotics. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.